Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The driver has redundant pneumatic sources in addition to the external air pressure provided by two internal compressors. The primary compressor was sent to the manufacturer for evaluation. The results of the manufacturer's analysis will be provided in a supplemental MDR.

Event description:
This syncardia companion 2 driver supported a patient in (B)(6) for approximately 83 days. No issues were reported to syncardia during the time the driver was in patient use. The syncardia companion 2 driver was returned to syncardia for scheduled 90 day service on january 9, 2013. The syncardia driver technician reported that when the driver was started, a single compressor malfunction alarm was observed. The technician reported that he was able to reproduce the single compressor malfunction alarm multiple times. An investigation was conducted in the lab at syncardia. The investigation concluded that the root cause of the single compressor malfunction alarm was a faulty primary compressor. The primary compressor was replaced, and the companion 2 driver passed all final performance testing.